Event description:
It was reported that noise sensing was observed resulting in inappropriate shocks. In addition, a message was displayed stating, "no diagnostics available" in the diagnosis section of aida+. The files from the programmer that was used were sent to the MFR for review.

Manufacturer narrative:
A response from the MFR is pending.